Manufacturer narrative:
(B)(4). This event occurred sometime in (B)(6) 2017. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set had a disconnection involving the y-site port. This occurred during priming with normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed that the tubing was separated from the y-site of the luer activated valve. No trace of solvent was observed at the tubing end. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.